Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2006, product type catheter. (B)(4).

Event description:
It was reported that the patient was in the ER (emergency room) and presented with increased pain. It was not known when the symptoms began. The reporter was concerned there was a block in the tub/catheter. The device system as used to infuse morphine. Additional information has been requested, but was not available as of the date of this report.